Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was noted that the cable separated on the mega needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were frayed. The grip cable was frayed at the distal idler pulley. Frayed strands stuck out the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments grip cables were derailed. The same frayed grip cable was derailed at the distal idler pulley. The grips were able to open and close, but the movement was not precise. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. Scratches were found on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed cable if to recur could cause or contribute to an adverse event.